Event description:
Edwards latex free swan ganz catheter has a balloon tip. The balloon tip is tested prior to insertion into patient's body. Once the swan ganz balloon tip catheter has been inserted into body, the balloon will not hold air. Possibly shearing of balloon when inserted thru sheath.